Event description:
It was reported that the 2800 system table will not move transversely during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The potentiometer was replaced and the table calibrated during the service call. The system was tested and found to be working as intended and put back into service.